Event description:
A baxter sales representative (bsr) left a voice message for corporate product surveillance (cps) on (B)(4) 2012 to relay a customer report received via email on the same day from a dialysis unit for one unknown ultrabag in which a leak was detected at the "y-junction", and that "the bag filled up with air" on an unknown date during an exchange by an unknown home patient (hp). The bsr contacted corporate product surveillance on (B)(4) 2012 and relayed the email from the registered nurse. In addition to the information already provided, the bsr stated that this incident occurred during a midday exchange. The nurse reported that there was no hole or slit in the y-junction, and that it appeared that the fluid was seeping through the molding. He stated that the nurse still had the sample available. This writer contacted the registered nurse on (B)(4) 2012. She stated that the leak was definitely coming from the y-shaped connector piece. She did not see any hole or cut, but stated that fluid was leaking out and air was getting in. The sample was available and requested for evaluation. The nurse would include the lot number with the sample if she found it. The patient was draining at the time, so no air entered his body cavity. No adverse effects were reported in relation to this event, and the patient's therapy has been going well since.

Manufacturer narrative:
(B)(4). This complaint for a report a leak was confirmed. The root cause was undetermined. The lot number was unknown, therefore, no batch review could be performed. The sample was returned to baxter and underwent a visual examination as well as a performance test. It was noted that the tubing was pleated at "y" junction, and the leak was confirmed. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.